Event description:
Premature battery depletion was observed at the first follow-up. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.